Manufacturer narrative:
Patient city:(B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set detached during sports activity. No further information available.